Event description:
It was reported that the user believed the insulin set had expired after a recent supply change and was unsure whether the fill cannula step had been completed; a support agent reviewed the process and guided the user through properly filling the cannula and confirmed the remaining steps were completed correctly. Symptoms included no reported changes in blood glucose. Outcomes included successful completion of the supply change procedure with education provided and no alerts or alarms. Investigation included remote troubleshooting and user education on correct supply change and cannula fill steps. Investigation of this case revealed user error related to incomplete cannula fill during the supply change, with the infusion set and cartridge functioning as designed once the step was completed. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and technique during use.